Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. The error recurred each time customer attempted to start a new sensor session. There was no reported impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.